Event description:
The patient reported an infection at the implant site; they have experienced symptoms of pain and swelling. The patient provided that the physician prescribed antibiotics for two weeks and that the reported swelling has decreased and the pain is gone. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received.